Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided prostate biopsy procedure through normal tissue using the maxcore device. During the procedure, it was reported that the needle bent and failed to collect tissue samples. It was further reported that only the inner needle of the product was fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.